Event description:
Customer reported unexpected negative reactions with b referencells when testing patient samples that are group a. Some group a patients are showing weak reactivity(1+ or weak positive) with the b cells. The negative and weak reactions are seen on both the echo and with manual tube testing.no transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reverse group tube testing of in-house donor samples was performed with anti-b series 3 using retention b reference cells, lot 113708. Products performed as expected.group testing was performed with in-house donor samples of known abo/rh types using retention referencells, lot 110894 (a1 referencells, lot 111708, and b referencells, lot 113708). All in-house donor samples typed as expected.the customer did not return sample for investigation testing.